Manufacturer narrative:
(B)(4). Title: vaginal uterosacral ligament suspension: a retrospective cohort of absorbable and permanent suture groups source: female pelvic med reconstr surg. 2018 ; 24(3): 207¿212. Doi:10.1097/spv.0000000000000451. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed from january 2006 to september 2015 regarding a retrospective cohort of absorbable and permanent suture groups for vaginal uterosacral ligament suspension. It was stated that in the postoperative complications in the absorbable suture group, there included 6% that had post-operative pain, 6% that had uti, 3.3% that had suture removal due to pain, and 2.7% that had granulation issue. Overall in the absorbable group, 120 (63.8%) used the suture. Post-operative complications in the permanent suture group include: uti (15.1%), suture removal due to pain (9.4%), granulation tissue (5.7%), post-operative pain (1.9%), suture erosion (1.9%). In the permanent group, 46/54 (85.2%) received a combination of the polypropylene suture and another manufacturer's suture.